Manufacturer narrative:
(B)(4). Per quality control specification, the check-flo-discs critical dimensions, the captor valve assembly, and the valve collars are inspected 100% unless otherwise specified. It is also confirmed (B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The sheath was returned with a large amount of biological matter in the valve chamber. During investigation, the sheath was flushed and a .035" wire was placed through the captor valve and sheath, which revealed that the distal end was occluded. The device was leak tested using a 60cc syringe and water. Pressure was applied to the system and a slow leak was detected through the iris valve. No leak was detected at the valve collar or valve control. It was considered that solidified biological matter may be preventing a leak at these components. During investigation, the captor valve was disassembled. As expected, the valve chamber and valve collar could not be separated by hand, indicating adequate compression between the two components and check-flo discs/valve collar internal. There was biological matter on the outside of the valve collar. There was a minimal amount of blood inside the valve collar, which was unexpected as a leak at the valve control would travel this path. Examination of the iris seal collar and iris valve revealed that there was section that appeared to have minimal adhesive between the two components. This was determined by examination of one section of iris valve that was considered to have adequate adhesive applied. The check-flo-discs were examined. There was no significant damage to the discs. We are aware of the potential for leak through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. The complaint correspondence indicated that the pt did not experience any adverse effect due to the leakage. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.

Event description:
A pt underwent aaa repair on (B)(6) 2010. During placement of the zenith flex aaa endovascular graft bifurcated main body. Leakage occurred at the hemostatic valve of the sheath. The leakage was around the area where you twist in order to loosen or tighten the valve. There was some leakage from where the wire exited the valve, but the majority of the leakage was from other areas of connection. The physician switched out the main body sheath for an 18 french sheath. They did not have an extra 20 french sheath. The procedure went fine with no issues to the pt.